Event description:
The pt reported fluctuating hearing levels and reduced speech perception abilities, relative to initial performance with the device. Despite normal device integrity test results, the pt and initial physician elected to explant and replace the nucleus cochlear implant.